Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that a piece of the septum, an internal rubber component of the seal, had also separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the shield dislodgement that was observed on the returned unit.

Event description:
Procedure performed: event description: limited information is available at this time. The rep was informed that the surgeon was placing a 12mm or 15mm trocar and the seal came out. No harm to patient. The model and lot number is unknown since the product packaging was disposed of. The trocar is either 12mm or 15mm. No additional information has been provided to the rep. Product is available for return. Additional information received via email on 07may2021 from applied medical team member: the procedure was a gastric bypass. The case was completed by placing a new trocar. It is unknown if any instruments were placed through the trocar at the time of the event. The entire black seal component appeared to have come out. The piece fell into the patient and was retrieved by the medical team. There are no pictures of the complaint device. Additional information received via email on 21may2021 from applied medical team member: the product returned "looks exactly as a c0r37". The unit also came with a piece of black rubber. Intervention: unknown. Patient status: no harm to the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "gastric bypass". Event description: limited information is available at this time. The rep was informed that the surgeon was placing a 12mm or 15mm trocar and the seal came out. No harm to patient. The model and lot number is unknown since the product packaging was disposed of. The trocar is either 12mm or 15mm. No additional information has been provided to the rep. Product is available for return. Additional information received via email on 07may2021 from applied medical team member: the procedure was a gastric bypass. The case was completed by placing a new trocar. It is unknown if any instruments were placed through the trocar at the time of the event. The entire black seal component appeared to have come out. The piece fell into the patient and was retrieved by the medical team. There are no pictures of the complaint device. Intervention: unknown. Patient status: no harm to the patient.